Event description:
A hospital in (B)(6) reported that a crack formed in the patient end collar of the expiratory limb of an rt265 infant dual-heated evaqua2 breathing circuits while in use on a a patient. No patient consequence was reported.

Manufacturer narrative:
Ps179917 method: the complaint rt265 breathing circuit was not returned to fisher & paykel healthcare new zealand for evaluation. The hospital informed us that they had disposed of the circuit. Further information was sought about the incident but no response was received. Results: from the description of events, it appears that the collar at the patient end of the expiratory limb had formed a 2cm long crack whilst in use. A lot check was not performed as lot information was not provided. Conclusion: based on previous investigations into this type of failure, the cracking is most likely due to the connector coming into contact with a cleaning chemical, resulting in environmental stress cracking. The circuit was not leaking initially but only failed later on after a period of use which suggests that the damage occurred during use of the circuit. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt265 state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. The user instructions also contain the following warning: - do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers.